Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth, capsular contracture, baker grade IV and deflated.

Event description:
Healthcare professional reported unknown side exchange from textured to smooth, capsular contracture, baker grade IV and deflated. Device has been explanted.